Manufacturer narrative:
The MFR is attempting to acquire add'l info from the hosp regarding the event and pt outcome. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt expired with the cause of death being multi-system organ failure. The info received from the hosp indicated that the pt's course of events that led to their death was not known. No further info is available at this time.